Event description:
It was reported that during the implant procedure, the lead exhibited a helix anomaly. The lead was not used and was replaced.

Event description:
The device was received on (B)(4) 2014.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.